Event description:
It was reported that an ilet pump¿s touchscreen became unresponsive due to a small crack, preventing interaction with on-screen controls and blocking a firmware update; the user performed a force restart via the ilet mobile app and transitioned to backup therapy, with blood glucose reportedly unaffected. Symptoms included no adverse clinical effects and no injury. Outcomes included a temporary interruption of normal pump use and the need for device replacement and return of the original unit. Investigation included remote troubleshooting and user guidance on shutdown and data sync. Investigation of this case revealed physical damage to the display rendering the screen unusable while device data could still be synced. It was concluded that the event was due to a damaged screen, with no patient harm and no impact to glycemic control.